Event description:
Surgeon requested myself to come to his rooms and alert me of a revision case for a mobility ankle. This patient was originally operated on at sportsmed by dr (B)(6) on the (B)(6) 2011 for a right mobility ankle replacement. Dr f. Who is now his surgeon has requested a mobility ankle bearing to replace the current bearing due to wear. Mobility ankle bearing will need to be custom made, due to the discontinued line of this product. Patient currently has a size 4x3mm bearing insitu which needs to be revised and exchanged. Operation date has not been set due to the time line required for a custom made poly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a1, a3 corrected: g1, h5, h8.